Manufacturer narrative:
(B)(4). UDI # unknown. (B)(4). The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. One sample device was returned. The sample was a new unused pump in original unopened packaging. A baxa repeater pump was used to refill the pump with 270ml of 0.9% saline. After opening the pinch clamp infusion was verified at the distal luer. Flow accuracy testing was performed on the pump and after 40.5 hours of testing, the pump yielded a flow rate of 4.64ml/hr, which is within specifications with a +/-15% tolerance. Pressure pot testing was performed on the flow restrictor (glass orifice) with the tubing detached from the pump. The tubing was connected to a pressure gauge with the filter removed from the tubing. The average bladder pressure used was 9.91psi. After 2 hours of testing, the glass orifice yielded a flow rate of 5.52ml/hr, which is within specifications with a +/-15% tolerance. The investigation summary concludes that during flow accuracy testing with the pump filled to nominal volume, the pumps yielded a flow rate that was within specifications with a +/-15% tolerance. During pressure pot testing on the flow restrictor (glass orifice), the flow restrictor yielded a rate that was within specification with a +/-15% tolerance. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 320ml, flow rate: 5ml/hr, cathplace: IV port, infusion started: (B)(6) 2016 at 9:20am. It was reported by the pharmacist that the pump was filled and expected to run for 64-hours. The pump was hooked up to the patient's huber needle access IV port. The patient went home. The patient returned to the hospital as scheduled for pump removal. During the visit, the patient reported the pump had emptied earlier than expected. The infusion lasted for about 24-hours to 36-hours. It was reported the patient had severe side effects, micrositis and skin reaction, due to the medication going in faster than intended. The pharmacist does not have any knowledge if the patient needed to be hospitalized for treatment. This was the patient's first time using homepump. A fanny pack was provide to the patient to carry her pump around the waist outside of her clothing. The patient was also instructed to place the pump on the bedside table when she was in bed. The infusion was under room temperature. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The device history record for the lot number, 0202012483, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. (B)(6) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(6) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(6) product is defective or caused serious injury.